Event description:
It was reported on (B)(6) 2024 rn performed a PICC line insertion on a veteran. Nurse reported needle stick with one of the needles from the kit. She showed me that when she went to lock the needle, the little green safety lock came off and left the needle exposed and she inadvertently stuck herself. The lock is supposed slide up the needle and lock at the end, so the sharp end of the needle is not exposed, but in this case the green safety came right off. No patient impact reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.